Manufacturer narrative:
The failure investigation has been completed. The reported high bg issue is related to the confirmed alarm 19 issue.

Manufacturer narrative:
The tandem t:slim g4 pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a button alarm. Reportedly, the pump was in the customer's pocket when the alarms were triggered. The customer reported experiencing elevated blood glucose levels ranging from 270-319 (mg/dl). The customer delivered a correction bolus to stabilize blood glucose levels. System check with tandem technical support showed that the customer was using the cartridge and infusion site for 5 days. Tandem technical support educated the customer that per labeling instructions the cartridge should not be used longer than 72 hours. When attempting to load a new cartridge onto the pump, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was confirmed that the customer has a backup pump available as alternate insulin therapy.